Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 474 mg/dl and an insulin injection was administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to continue with the pump system check as the bg level was lowering. Reportedly, the customer discussed the high bg event with a healthcare provider.